Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed ventricular oversensing and an alert for upper out of range high voltage lead impedance. The nonsustained right ventricular oversensing episodes revealed myopotential oversensing. Oversensing was not reproducible at the last follow up. Lead capping was recommended. The patient condition is stable. The patient will continue to be monitored.

Event description:
New information received states the lead was capped and replaced. The patient condition is stable.